Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2012 and mesh and advantage were implanted. Dates were not clarified. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient underwent diagnostic laparoscopy and extensive lysis of adhesions on (B)(6) 2007.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, incontinence, frequent urination, and urgency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. (B)(4).